Event description:
It was reported that the pt had apparent over-stimulation in may 2002. Since that time the pt has not worn the speech processor consistently. Pt complains of dizziness and tinnitus and has not worn the device on a regular basis. Prior to the incident the pt was wearing the device inconsistently. Pt has many deaf freinds. Testing was unremarkable, however the pt was distressed about it being too loud and the over stimulation happening again. A CT scan and a balance examination with the speech processor on and off was suggested. The pt did have some post-gi surgery therapy. The pt did not show up for follow-up appointments despite repeated attempts to re-schedule. The device was explanted in 2004, but neither the surgeon nor the audiologist contacted med-el regarding the re-surgery.